Manufacturer narrative:
The reported events were duplicated. Upon disassembly for visual inspection the service technician observed driveshaft assembly corrosion.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating and experienced wobble resulting in the cut test being aborted. No medical intervention and no adverse consequences were reported with these events. As these events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating and experienced wobble resulting in the cut test being aborted. No medical intervention and no adverse consequences were reported with these events. As these events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.